Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware errors were observed. The reported event of a hardware error code was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. It is also reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported hardware error cannot be determined. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Pediatric patient was using adult receiver. The patient's mother did not report any injury or medical intervention.